Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient said they think the stimulator became dislocated because it used to help them most of the time but stopped helping about 3 months ago at least. Pt said it tells them when they have to go but doesn't give them enough time to make it to the bathroom so they pee themselves. Pt said, during the day this is not too much, they have the most trouble at nighttime when they are laying down, when they know they have to go and finally get there, it pours, they wear a diaper anyway and sometimes does not make it. Pt said, also when they wipe more urine comes out, they wipe again and more urine comes out again. Reviewed interstim therapy optimization information, stimulation sensation information, control equipment general use and function. Reviewed the option to use their equipment during the call to check their setting and pt chose to and was successful to synch with their ins and increase stim on the program they were on confirming comfortable sensation in their bike seat region. Recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. Pt said they have an appointment on friday. The patient mentioned other medical history. This included pt said, they were in a car accident a couple of months ago but their symptoms had already come back by the time they were in the accident.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.